Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and chest x-ray confirmed lead dislodgement. Also, patient experienced inadequate stimulation and pre-syncope. This rv lead was explanted and replaced. No additional adverse patient effects were reported.